Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she received a no delivery alarm, then changed her set and went to bed with a blood glucose reading of 235 mg/dl. Then when she woke up the next morning, her blood glucose reading was 600 mg/dl. The customer reported that during the fill tubing process the insulin pump alarmed. The customer declined troubleshooting. The customer mentioned that she had treated with manual injections. No further details were given as the customer disconnected the call.